Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module serial number (B)(6) was not powering on. It was noted to have been making a clicking sound. There was no patient involvement reported in this event.